Event description:
It was reported that the electrosurgical unit (esu/generator) was involved in an incident in which a user (i.e., a veterinarian surgeon) was injured during a procedure on an animal. The esu was used in a castration procedure on a short-headed gliding possum. An erbe bipolar forceps (part number 20195-512, lot number 2n05) was used with the esu. Information regarding any other equipment or accessory used in the procedure was not provided. Also, no information was provided involving the generator's settings (e.g., mode, effect, etc.). Upon activating the unit with the forceps, a fire occurred in the animal's respiratory tract. According to the user, an increased oxygen concentration and disinfection of the surgical site with chlorhexidine and alcohol may have caused the fire. Furthermore, the user also assumes that the anesthesia mask did not seal sufficiently, allowing oxygen to escape. The animal suffered minor burns and its condition initially stabilized under post-operative care, but then it died. Nevertheless, it was reported that the surgeon suddenly felt pain and weakness in his right arm and was subsequently admitted to a hospital. The doctor assumes that this was due to an electric shock, which probably led to nerve damage. No further information was conveyed to erbe regarding the surgeon's condition.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications on the device. Per an examination of the bipolar forceps, it revealed that there were considerable signs of wear, including damage to the coating and poor insulation. Based upon the provided information, the fire in the procedure appears to have been caused by the suspected escape of oxygen from the poorly sealed mask in combination with the alcohol-based preparation and the activation of the esu with the bipolar forceps. The esu's user manual warns that combustion-promoting gases can make materials highly flammable and thus pose a fire hazard to patients and medical personnel. It is explicitly stated that oxygen-carrying hoses and connections must be checked for leaks. Furthermore, a warning is given about flammable/explosive anesthetics, skin cleansers, or disinfectants, which can also pose a fire and explosion hazard. The alleged electric shock to the user, which was also described, is not a classic electric shock. Presumably it was a sensation of heat caused by hf current (possibly also due to defective insulation on the forceps, which may have contributed to the incident). The notes on use of the forceps instructs that the instrument must be checked for damage before use and must not be used if defective. No trends have been identified and erbe USA, inc. Is now closing the file on this event.